Manufacturer narrative:
Device manufactured between february 5, 2020 to february 6, 2020. The device was received for evaluation. Visual inspection revealed that the bladder was ruptured. Microscopic inspection was performed to identify any issues that could have caused the rupture. No signs of abnormality were observed. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a ce intermate sv (small volume) ruptured during filling. The devices were filled with 0.9 sodium chloride (nacl) and 1gram (antibiotic). There was no patient involvement. No additional information is available.